Manufacturer narrative:
The instrument was returned and evaluated. Visual examination confirmed that one blade of the is2000 monopolar curve scissors instrument had separated from the instrument. The fragment was returned with the instrument. Engineering evaluation concluded that the failure mode experienced by the customer appears to be a result of a crack at the cross section of the instrument cable crimp. The customer reported failure mode is determined to be a unique and unusual event.

Event description:
It was reported that during the surgical procedure, a blade of the is2000 monopolar curved scissors instrument fell inside the pt. The blade was retrieved and the planned surgical procedure was completed with a replacement instrument. No pt harm, adverse outcome or injury was reported.